Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Three photographs were provided for investigation. The photos showed what appeared to be blood residue on the external surface of the canister and catheter adapter, which indicates that blood bypassed the septum. The septum appeared to be misaligned within the catheter adapter, which likely created a leak path. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: blood leaking from the rubber stopper part.